Event description:
It was reported that during the implant attempt, the helix would not deploy. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix has disengaged from helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and sleevehead.